Event description:
It was reported that on 02 july 2024, a 9mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio delivery system into an atrial septal defect. During implant, the left disc deployed with a cobra head. There were no interactions with cardiac structures during deployment and no kink/bends were observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The occluder was removed from the patient and exchanged for a new 9mm amplatzer septal occluder, which was successfully implanted using the same delivery sheath. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.